Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was treated for thrombosis of distal aorta and iliac stents. The physician attempted to implant a stent graft, however device was determined to be too long and removed. No complications were noted with insertion or removal of the graft. Another size stent graft was implanted, followed by ballooning of the distal portion of graft to 8atm with 12x40 admiral xtreme balloon. The balloon was removed and another balloon was used in the distal half of graft. Two additional stents were placed, extending 3cm in to common iliac stents. A dissection was noted at the distal end of peripheral stent in left external iliac. The physician then placed a self-expanding stent to fix distal dissection. The physician took an angiogram of entire graft from renal arteries to femoral arteries and felt it was a good result. The physician repaired the artery and the patient had good femoral pulses. The patient was closed. 20 minutes post repair the patient became bradycardic, hypotensive and coded. Resuscitation was unsuccessful and the patient expired. The cause of death is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.